Manufacturer narrative:
(B)(4): to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The evaluation revealed the fracture mode was intergranular, which is evidence of a brittle failure.

Manufacturer narrative:
Conclusion: actual sample was returned for evaluation. Microscopic visual examination was performed and the circumstances and force required to generate the suture breakage could not be determined.

Event description:
It was reported that the patient underwent laparoscopic hysterectomy on (B)(6) 2014 and suture was used. During the procedure, the suture broke. The procedure was completed with a like device. There was no adverse patient consequence.